Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09017. It was reported that the patient presented with longstanding right atrial (ra) lead noise and new onset right ventricular (rv) lead noise. This noise was reproducible with isometrics and pocket manipulation. All lead test results were stable and in range for both leads. As a result of testing, the clinical team elected to cap the existing rv lead and replace it with a new lead on (B)(6) 2020. The ra lead was left active with no intervention. Brief, 1sec episodes of ventricular pacing inhibition were exhibited but the patient did not report any adverse health consequences or symptoms. The physician noted stripped insulation on the rv lead, perhaps due to lead-on-lead or lead-on-can abrasion. The lead was replaced with no complications and the patient is stable.